Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged on an unknown date and was removed and replaced. No further information was available.

Event description:
New information reported that the patient was stable post-procedure.